Manufacturer narrative:
The patient code (B)(4) was used to report the non-unspecific cardiac event for which there is no code available. This is one of two device reports related to the same event. . Add¿l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.